Manufacturer narrative:
(B)(4). Additional information: batch # = m93993. The analysis results found that a 5dcs device was returned inside its package. The tyvek was visually inspected and a hole was found. The sterility was compromised. The hole was located at the scissors area, the scissors perforated the red protective cap and package. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).

Event description:
It was reported that before a semi-open hysterectomy, the tips of the scissors penetrated the cap covering scissors. The package was not opened. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4).